Event description:
Customer reported, experiencing symptoms of hypoglycemia. Described as "fatigue and sweating" and was unable to scan, due to "replace sensor" message displayed on her adc freestyle libre sensor. Customer was re-sugared by her husband with 33 cl can of cola. And a reading of 24 mg/dl was obtained on an unspecified meter several minutes later. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated, and no physical damage was observed on the returned sensor patch. Extracted data from the returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Visually inspected the plug assembly, and no issues were observed. Sim vivo testing was performed, and the results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted. Additional information- section g1: (contact office first name, contact office last name, contact office phone number and contact office email) have been updated to audra fuentes, +1 510-749-5297, audra.fuentes@abbott.com.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing symptoms of hypoglycemia described as "fatigue and sweating" and was unable to scan due to "replace sensor" message displayed on her adc freestyle libre sensor. Customer was re-sugared by her husband with 33 cl can of cola and a reading of 24 mg/dl was obtained on an unspecified meter several minutes later. No further treatment was reported. There was no report of death or permanent impairment associated with this event.